Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. Service technician was able to duplicate ¿unit reported to have no output flow¿. Service technician was able to duplicate ¿turbine is not spinning¿. Powered on unit with a good known test patient circuit, ventilator delivered a high pitched noise and immediately received ¿disc/sense¿ alarm. Alarm was visual as well as audible. Bench testing reveals a seized turbine. Removed outer impeller housing of turbine, with impeller housing removed manually tried spinning turbine with allen wrench, turbine would not spin. Further disassembly of turbine¿s lower housing reveal traces of aluminum nodules. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that there was no output flow when the device was powered up. The customer suspected that the turbine might not be functioning. The customer did not report any information on patient involvement, it is currently unknown at this time.